Event description:
**Update** (B)(4) 2014 - plaintiff¿s preliminary disclosure form was received, which identified part/lot information on patient sticker sheet. The complaint and associated mdrs were updated. Complaint was updated on (B)(4) 2014.

Event description:
Litigation received alleging that the patient suffers from pain and elevated blood levels of chromium and cobalt.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.